Event description:
It was reported that in the emergency room, sterile water could not be completely drained from the foley catheter during pretesting.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluations: received (3) photo samples. Visual evaluation of the photo samples noted one opened used temp sensing silicone foley catheter. The second photo shows partially deflated catheter balloon. Verified material number of catheter 119314 and lot number ngjx0310. The second photo shows a partially deflated catheter. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted no obvious observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using in house luer lock syringe and it inflated with no difficulty. The catheter allowed to rest with no leaks present. The balloon was deflated in 48sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the emergency room, sterile water could not be completely drained from the foley catheter during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.